Manufacturer narrative:
Attachment medwatch report 3902560000-2020-8065 na.

Event description:
Medwatch report 3902560000-2020-8065 received stating: event description: "we were placing perclose before impella placement. The first perclose worked. The next three failed and could not deploy because of calcium. A fourth one was attempted, and it was able to be removed over the wire with no injury. A sheath was inserted, and the planned percutaneous coronary interventions procedure was postponed until the next day. What was the original intended procedure? : pci. What problem did the user have (check all that apply) : device failed (e.g. Broke, couldn't get it to work or stopped working : device malfunction- that is, the device did not do what it was supposed to do." No additional information was provided.

Manufacturer narrative:
The two additional devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with four proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional impella assisted cardiac procedure. The suture of the first proglide device were successfully preplaced. Reportedly, the next two proglide devices had no sutures present when the proglide plunger was removed. The fourth proglide device had no suture present when the proglide plunger was removed and the device broke at the distal guide. The actuator wire was intact. A vascular surgeon manipulated the device and removed it. The vascular surgeon stated that there was no tissue damage to the artery. The sutures of the first proglide device were removed and a sheath was placed. The impella assisted procedure was postponed one day. Hospitalization was extended one day. Hemostasis was achieved by applying manual compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.